Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was detecting atrial tachycardia/atrial fibrillation incorrectly. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.